Manufacturer narrative:
Age or date of birth, sex, weight, and ethnicity: unknown/ not provided. Date of publication used as date of event: may 19, 2021 a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Citation: moshirfar, m., megerdichian, a., west, w. B., miller, c. M., sperry, r. A., neilsen, c. D., tingey, m. T., & hoopes, p. C. (2021). Comparison of visual outcome after hyperopic lasik using a wavefront-optimized platform versus other excimer lasers in the past two decades. Ophthalmology and therapy, 10(3), 547¿563. Https://doi.org/10.1007/s40123-021-00346-1.

Event description:
A one-center, retrospective non-comparative study was done to analyze the refractive outcomes of lasik in hyperopia and hyperopic astigmatic eyes using the wave-front optimized laser platform (the allegretto ex500 laser) and perform a historical comparison with other excimer lasers within the past two decades. A total of in 265 patients (n= 379 eyes: n= 181 right eyes and n= 198 left eyes) were included. Laser in situ keratomileusis (lasik) was performed through a standard technique: a corneal flap was created using the intralase ifs femtosecond laser (johnson and johnson, USA) then a corneal ablation was performed using the allegretto ex500 excimer laser with an optical zone of 6.00¿8.90 mm. At 3 months postoperatively, and only five (2.2%) of the 226 eyes lost two or more snellen lines. At 1 year postoperatively, only two (1.1%) of 189 eyes lost two or more snellen lines of corrected distance visual acuity (cdva). Eyes with a negative sphere at baseline that were included in the study received a hyperopic astigmatic ablation and were treated for the purposes of monovision and the induction of additional myopia.